Manufacturer narrative:
Event summary: the patient data files showed at least nine applications were performed with balloon catheter 2af284 / 79020-69 on the date of the event with no system issue. This is a clinical issue encountered during the procedure. No product malfunction reported. The mapping catheter 990063-020 / 214402772, was intact with no apparent issue. The mapping catheter passed the test as per specifications. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported issue has been not confirmed through testing and data analysis. The clinical issue (pericardial effusion) was encountered during the case. The mapping catheter passed the returned product inspection as per specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient had a pericardial effusion. A pericardial pigtail drain was placed. The case was completed with cryo. No further patient complications have been reported as a result of this event.